Manufacturer narrative:
The product was unavailable for return. Therefore an evaluation of device performance was not possible. A review of the manufacturing records was not possible as no lot number was provided. (B)(4).

Event description:
It was reported to medtronic neurosurgery that the patient had an operation for hematoma removal and shunt implantation in 2012. According to the report, after the operation, the patient developed hydrocephalus in the lateral ventricle. Reportedly, cranioplasty was performed and a 3-way connector was implanted. The report stated that after this surgery, the patient's recovery was good and the patient was discharged. According to the report, three months later, the patient developed a pulmonary infection and intracranial pneumatosis. The report stated that the doctor explanted the valve; while the catheter remained implanted. Reportedly, the doctor implanted a competitor valve. According to the report, one month after the operation, there was fluid at the operation site. The report stated that the patient is unconscious and in a vegetative state.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.